Event description:
The ligasure hand piece stopped working mid tissue dissection. Troubleshooting techniques (cleaning instrument, unplugging from the generator, turning off power or generator) ineffective. A new hand piece was obtained and surgery was completed without further incident. The defective hand piece was removed, packaged, and tagged. It was given to staff for follow up. The patient was stable throughout the procedure and transferred to pacu as such. Defective hand piece sent to company for evaluation. Pending report. Ligasure electrosurgical unit worked fine.